Event description:
It was reported that an left ventricular (lv) lead was repeatedly attempted to insert into the implantable cardioverter defibrillator (ICD) header, and could not advance the all the way into the header block. However, an right ventricular (rv) lead was successfully implanted. The lv lead could not get impedance's within normal range. Yet, when the lv lead was tested through the analyzer, impedance, sensing, and threshold levels were good. Consult and troubleshooting was performed however efforts to implant the lv lead were unsuccessful. As a result a different ICD was implanted, and the rv and lv lead was successfully attached to the header with good impedance and threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).